Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported that bd received customer feedback that read: "the pumps we had prior to these were far superior to these pumps. These pumps are complicated in every way. Having to worry about the height of the infusion is absurd in the year 2025. The training is too long, and therefore, nurses did not get what they needed to from training. We lost features with these pumps, for example, lack of a multistep infusion program, which has had an impact on efficiency in our outpatient infusion center, in particular. Since these are really more of a gravity pump than an true pump, we are having a really hard time with infusions going in at the correct rate. This is mainly seen with infusions that should run over 24 hours but are taking much longer. There is not good support from bd. We were given no information on running reports for these pumps. If we had not had pumps before, maybe these would be just okay, but compared to the plum pumps we've had for the last 10+ years, there is no comparison. These pumps are a step down." There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd received customer feedback that read: "the pumps we had prior to these were far from superior to these pumps. These pumps are complicated in every way. Having to worry about the height of the infusion is absurd in the year 2025. The training is too long, and therefore, nurses did not get what they needed to from training. We lost features with these pumps, for example, lack of a multistep infusion program, which has had an impact on efficiency in our outpatient infusion center, in particular. Since these are really more of a gravity pump than an true pump, we are having a really hard time with infusions going in at the correct rate. This is mainly seen with infusions that should run over 24 hours but are taking much longer. There is not good support from bd. We were given no information on running reports for these pumps. If we had not had pumps before, maybe these would be just okay, but compared to the plum pumps we've had for the last 10+ years, there is no comparison. These pumps are a step down." There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.